Manufacturer narrative:
B3: the event occurred on an unreported date "some time ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a fungal infection. It was not reported if the patient was hospitalized. The patient was treated with unspecified anti-inflammatory drugs for the event. Pd therapy was continued in the early stage of treatment but was later discontinued. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.